Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received in which a signal loss alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 16 pro with an unknown ios operating system version. As a result, the customer is unable to obtain a glucose reading and subsequently were unable to receive glucose alarm alerts, therefore not notified of changes in their glucose level. The customer experienced a loss of consciousness but no treatment information was provided for the reported issue. There was no report of death or permanent impairment associated with this event.